Event description:
It was reported the device delivered inappropriate shock due to oversensing on the rv lead. A lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Analysis noted open abrasions on the outer insulation at 12.6cm to 13.3 cm from the pins over the ring cable lumen, exposing the cable filars. This would cause the reported sensing anomaly, and deliver inappropriate therapies when in contact with the ICD.